Event description:
The following has been reported: biomed reported: critical care nurse reported persistent downstream occlusion with the infusion of norepinephrine for a patient with multiple IV lines in the ICU. As a result, the patient's pressure/map dropped, causing the critical care team to intervene. Nursing team assessed the patency of all IV lines and patient access device and ensured stopcocks were appropriately positioned opened. Norepinephrine IV line moved to another pump. The onsite fk team and ssm superusers assessed the situation and decided to remove the pump out of abundance of caution. No further issues. Biomed reported: during troubleshooting of the pump and saw firsthand the occlusion alarm. A preliminary review identified the following issue: unresolved occlusion alarms an active infusion was stopped. Adverse effects were reported. Additional information is needed to complete the investigation.